Event description:
It was reported that the ilet user experienced recurrent low blood glucose, with a documented nadir of 48 mg/dl and frequent user-initiated pump pauses intended to prevent lows, followed by carbohydrate overtreatment. The episode involved self-administration of glucagon on one occasion. Symptoms included hypoglycemia shakiness, sweating, and near-syncope. Outcomes included transient hypoglycemia without hospitalization. Investigation included review of blood glucose logs, user-reported events, and device setup and pairing verification, followed by a full reset and reinitialization of the ilet, cartridge, infusion set, and cgm pairing, as well as education on hypoglycemia treatment and best practices. Investigation of this case revealed that repeated pump pauses and carbohydrate overcorrection contributed to glucose variability and recurrent hypoglycemia, with device setup and pairing functioning as intended after reconfiguration. It was concluded, based on previously established findings for similar reports, that the cause was user management and behavior related to hypoglycemia prevention and treatment rather than a device malfunction.